Event description:
The customer reported that while monitoring patients on a xhibit central station, their display briefly blanked out and showed a display configuration message. The message resolved on its own and monitoring resumed immediately after. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs technical support representative advised the user to check all the display connections to confirm firm connection. The nurse confirmed that all the connections on the xhibit central station and the displays appeared tight but mentioned that there appeared to be a display splitter with a lot of cables around. Technical support advised the user to have a biomed inspect the splitter as it is suspected that this may have caused the issue. Several attempts were made to follow up with the customer regarding the issue to confirm the source of the failure and resolution, however the customer did not respond to the attempts. Due to the lack of response from the customer, the cause of the reported failure could not be determined.